Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited low impedance. The lead was capped and replaced. The patient was in good condition post procedure.